Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported during the pulse field ablation clinical procedure with a farawave nav catheter the patient experienced a vasovagal response during lesion delivery with transient asystole which required treatment of atropine after the first delivery in the upper branch of the left common pulmonary vein. The rhythm returned to baseline post atropine treatment. There is no indication that the device will be returning.